Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient lost bladder control. It was stated the patient felt no stimulation sensation the last few days. It was added that the patient was implant in (B)(6) 2007 and had not checked their implantable neurostimulator in "many years." A "no communication" screen was displayed on the programmer. The patient was unable to make adjustments to stimulation with or without the antenna attached. Four days later, it was reported the second programmer the patient received did not resolve the issue of not being able to communicate. It was stated the patient was going to be seen by their healthcare provider. Approximately a month later, it was reported that the patient had a bladder infection. It was added the healthcare provider determined the implantable neurostimulator (ins) might not be functioning. It was stated the patient needed a replacement ins. It was stated the implant procedure went well and therapy was working "fine" now. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-28, lot # v057385, implanted: (B)(6) 2007, product type lead. (B)(4).